Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, drainage, pustules, and infection extended beyond the patch perimeter. The patient and parent report a severe allergic reaction. The patient had tried many unspecified medications from the start of using the g6 sensors. They consulted the endocrinologist who advised flonase and tegaderm as skin barriers. The patient also had to take antibiotic for seven days. The patient intended to consult a dermatologist. At the time of the report, the patient was taking the antibiotic course and was reportedly still having severe allergic reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).